Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hypoglycemia. The customer blood glucose level was 40 mg/dl at the time of incident and the current blood glucose level was 90 mg/dl. Customer stated that they attend to health care professional consultation as she was feeling very tired and chest pain. Customer also stated that the cannula was not properly inserted on the body. The device will not be returned for analysis.